Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification and 90% stenosis, a 2.5x15mm rx tenku dilatation catheter was advanced without resistance and inflated for pre-dilatation. During the second inflation, a balloon rupture occurred at 10 atmospheres. The 2.5x15mm rx tenku dilatation catheter was withdrawn from the patient anatomy without resistance. An unspecified balloon was used and the procedure was completed without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.